Event description:
The surgeon inserted a +19.5 diopter cc4204bf collamer plate lens but the lens tore. The cartridge split and tore the lens as it was ejecting. The incision was enlarged to remove the lens but sutures were not required. The nurse stated the cartridge was the cause of the lens tears.